Event description:
During total laparoscopic hysterectomy, bilateral salpingo oophorectomy and cystoscopy procedure, active portion of harmonic shear snapped in half. Abdomen searched with laparoscope and camera, unable to locate. Surgeon declined x-ray. Patient remained stable throughout procedure, transferred to post anesthesia care unit (pacu) in usual fashion. Harmonic shears. Ref# harh36, lot# r94177. No harm to patient. Patient stable. Shears disposed and not available for return.